Manufacturer narrative:
Evaluation conclusions: no conclusion can be drawn (no device or cine returned for evaluation).

Event description:
A 2.25 mm x 15 mm sprinter rx dilatation balloon catheter was used to pre-dilate the left circumflex lesion. The lesion morphology was reported to be non-tortuous with no calcification and 99% stenosis. It was reported that the balloon was advanced to the intended lesion site. It was reported that upon attempting to inflate, the balloon would not inflate. The balloon was successfully removed from the patient as one unit; the physician noted that the balloon had burst. The lesion was then successfully dilated with another manufacturer's balloon. The user facility has discarded the device. No additional sequelae were reported and the pt is reported to be fine. Please note that this device (spr22515x/lot number 0000212855) is distributed outside the united states; however, it is similar to the united states distributed product spr22515w.